Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired on the same date. It was also reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.